Manufacturer narrative:
The investigational analysis completed on (B)(6) 2019. The returned device was visually inspected. Upon receipt and initial inspection, reddish material was found at the pebax area. Per this condition, scanning electron microscope (sem) analysis was performed over the area. It was found that the pebax external surface presented evidence of mechanical damage causing a hole on the pebax surface induced by unknown. Further information received indicates that there was no resistance or difficulty noticed during insertion or removal of the catheter. On 3/9/2019, a manufacturing record evaluation was performed for the finished device number, and no internal actions related to this complaint were found during the review. The customer complaint was confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient, underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and while mapping the left ventricle, a foreign material in the pebax with was observed. The thermocool® smart touch® sf uni-directional navigation catheter was pulled out of the transseptal sheath for repositioning. During repositioning, the physician checked the catheter, and observed bloody liquid in the spring segment. It was also reported that there was no resistance or difficulty during insertion or removal of the catheter, no visible damage on the catheter and the catheter was not in a pre-shaped position. The thermocool® smart touch® sf uni-directional navigation catheter was then exchanged for another catheter. No patient symptoms were observed and vitals were without conspicuity. No adverse patient consequences were reported. It was reported that during mapping of the left ventricle (lv), no product problems were experienced with the thermocool® smart touch® sf uni-directional navigation catheter. The sheath used was a st. Jude medical agilis 5 french. The customer¿s reported issue of foreign material in the pebax has been assessed as not reportable as there was no external damage reported. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial visual inspection, reddish material was observed in the pebax sleeve with no internal parts exposed. During a second visual inspection on (B)(6) 2019, the bwi pal found reddish material inside the pebax sleeve with the pebax sleeve damaged. The observed reddish material and pebax damage has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Further analysis was done on (B)(6) 2019. Scanning electron microscope (sem) analysis was performed. External mechanical damage and a hole was observed on the pebax. The external mechanical damage has been assessed as not reportable. The observed hole in the pebax has been assessed as MDR reportable. The awareness date has been reset to (B)(4)2019 which is the date the first reportable finding was discovered.